Event description:
We bought stryker beds for the labor and delivery unit in june 2005. Seven months later, stryker came out to replace ball and stem of stirrups due to failures noted in other hospitals. We began to have failures of these stirrups following the replacement. Four months after the replacement, stryker came out and placed a new support on one bed to monitor it and see if it fixed the problem. This report is on the most recent failure. When patient is in the stirrups pushing, the entire stirrup fails, putting patient at high risk for hip dislocation. When stirrup is in use, very easy to move it out of position. Stryker is in the hospital today meeting with the labor & delivery unit to discuss ways of fixing the problem. We are exploring alternate beds to use while this is under investigation. From conversations with the stryker rep, the company became aware of a stirrup problem in this particular bed model late last fall and replaced the stirrups in all their beds of this model. Apparently there was some metal defect in the ball/stem mechanism that they got from their vendor. The rep had his engineer redesign/tweak the ball/stem stirrup (customize it) and had it shipped down to the facility for a trial on one bed. On inspection, the customized stirrup was still able to be moved even after it had been tightened as much as possible. The tightening mechanism is not a "click and lock into place" mechanism but rather a handle you push down and the degree of tightening is entirely dependent on the arm strength of the person pushing the handle into place. Not only is tightening a problem but the depth of the stirrup itself is cause for concern as legs fall out of the stirrup with different positioning. The sides of the calf support should be at least 2 inches higher. Stryker has been very cooperative, attentive and anxious to resolve this problem from the very beginning.